Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. It was reported that the pt was implanted with two charite at l3/4 and l4/5. A revision was performed (2005) to remove the device and pt had anterior fusion. A week later, surgeon performed posterior fusion.

Manufacturer narrative:
The device is not available for eval and the catalog and lot numbers are unk. Info is limited at this time and no conclusions can be made. Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 goes against the recommendations made in the surgical technique as well as the info supplied at the time of surgeon training. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device.